Manufacturer narrative:
The event of " visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: other visibility/palpability(wrinkling/rippling).

Event description:
Healthcare professional reported "wrinkling/rippling" via the national breast implant registry (nbir). This record is for the left side. The device has been explanted.